Manufacturer narrative:
Received on 04/15/2014 three used and 2 unused ch2000s.

Event description:
Issue noticed during preparation (france). The liquid went into the body of the spiros and leaked. There were no adverse patient consequences reported.